Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider called in to report multiple motor error alarms on the customer's insulin pump. Healthcare provider stated that delivery of insulin is difficult and the customer often has high blood glucose levels. The customer's blood glucose level was unknown. No device was returned for analysis.